Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 - voicemail, (B)(6) 2017 - phone, (B)(6) 2017 - email. A ge healthcare service representative performed a checkout of the equipment. The ez change module was replaced.

Event description:
The hospital reported the co2 values were higher than expected. There was no reported patient injury.